Event description:
On (B)(6) 2012, the reporter claimed that all buttons required several presses to activate the desired pump functions. Mentioned that they don't recall how long the issue has been happening; however, also mentioned that on (B)(6) 2012 they noticed that the keypad peeled up from the bottom and a piece tore off and the ok button exposed . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be damaged with the keypad cover torn off from the bottom, up to the ok button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Testing confirmed the keypad buttons to be intermittently unresponsive, requiring multiple presses to evoke response. The keypad buttons do not have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the all button contacts.

Manufacturer narrative:
Follow-up #2 06/08/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/14/2012 with the following findings: on investigation, the keypad was found to be damaged with the keypad cover torn off from the bottom, up to the ok button, exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Testing confirmed the keypad buttons to be intermittently unresponsive, requiring multiple presses to evoke response. The keypad buttons do not have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.